Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Stent strut rows 4 to 6 of the distal end of the stent were lifted and pushed proximally. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using snap gauge which is within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple slight hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and tactile examination of the tip identified slight tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-feb-2017. It was reported that shaft damage occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the mildly calcified and 3mm in diameter left anterior descending (lad) artery. The lesion contained >45 and <90 degrees bend. After a 3.5 guide catheter was engaged, pre-dilation was performed. A 3.00 x 16 synergy¿ drug-eluting stent was advanced however resistance was encountered. The device was then pushed forcefully but was still unable to cross the lesion. The device was removed and it was noted that the proximal shaft was damaged. A new catheter was then advanced and another 3.00 x 16 synergy¿ drug-eluting stent was deployed at 16 atmospheres and the procedure was completed. There were no patient complications reported and the patient's status was fine and stable. However, returned device analysis revealed stent damaged.